Event description:
It was reported that the rv lead was replaced due to inappropriate shocks caused by oversensing of noise. It was also noted that lead impedance varied between 900 and 1400 ohms. No further patient complications were reported as a result of this event. An attorney further alleged the patient experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Noise was noted on the data disc review.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Noise was noted on the data disc review.